Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th may 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during an ankle ligament repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. No fragments were found in patient and there was no patient harm. No secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6.the complaint allegation was confirmed. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak batch 15320665 was received for evaluation. Visual inspection revealed that the anchor was broken at the proximal end; pieces of the anchor are missing, most likely due to the breakage. The sutures were frayed. The tip of the anchor appears to be warped. The assembly contains one suture. According to drawing c0000 at revision 1 specification for component c0000-02, 2 or mult sutrs, two or multiple sutures are present on the assembly. Two or multiple sutures are present on the assembly. Functional testing was performed by moving the anchor still attached to the sutures; no resistance or issues were noted during the test. The overall length of the anchor was measured per drawing c2935 at revision 17 specifications. Specifications: 0.466 ± .005 inch. The result is 0.320 inch, which is smaller due to the breakage. The most likely cause(s) of the reported failure are user error, improper bone preparation, misaligned insertion, or excessive forces applied by leveraging/prying the device.